Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Additional PMA/ 510(k) number: k011028, k013227. Device was not returned.

Event description:
It was reported that during implant placement the implant (tsvb13) inner vial was found empty. Doctor finished the procedure using another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) box was returned for investigation. Visual inspection of the as returned product identified the implant box was opened, and that the vial tamper ring is broken. The internal components of the vial are not present. The device is not indicated to have been used in a patient. The exact details of the device condition, when received by the customer, are unknown. The reported event could not be recreated due to the nature of the event (packaging malfunction). DHR review was completed for the subject lot number 1220455. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of the package inspection confirmed that all inspected packaging contained the correct quantity and type of part. Complaint history review was performed for the reported lot number (1220455) for a similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (missing components) or product (tsvb13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.